Manufacturer narrative:
(B)(4). Eval, results: (mi and revascularization).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lcx during the index procedure. It is reported that the pt suffered with gastroesophageal reflux disease and gout-flare up approx 1.5 weeks post index procedure. It is reported that the pt was treated with medication and recovered with treatment. Investigator indicated that the events were not related to the study device or procedure. It is reported that the pt suffered a non-st segment elevation myocardial infraction (mi) approx 5 months post index procedure. Pt developed chest pain at rest and presented to the emergency department where he was noted to have elevated troponins and inferior st depressions and was admitted with non-stemi. Cardiac catherization was done and there was an endeavor stent implanted in a new lesion in the distal cx, distal to the previous stent. Investigator indicated that the event had remote relationship to the study device and possible relationship to the study procedure.